Event description:
It was reported via phone call that the insulin pump alarmed motor error during prime. The customer was advised to deliver a 5 unit via fill cannula; no motor error occurred. The drive support cap is not damaged. Alarm occurred once on the last 30 days. Blood glucose value was 243 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump unable to prime during prime alarm test and motor error alarm during basic occlusion test due to moisture damage noted in force sensor resistor. Insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. Motor passed test.